Event description:
Nurse(s) experienced body fluid strike through in the fabric reinforcement area of the gown. Technical svcs reviewed and suggested the use of an alternate gown for extremely wet procedures.